Event description:
It was reported that solution or blood administration set¿s ¿tubing was crushed/melted.¿ as this was observed before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and evaluated for the reported event. Visual inspection revealed that part of the tube was sealed due to it being caught in the bottom seal pouch. The cause of the condition was a malfunction in the packaging of the set where the protruding tube would get caught in the seal during manufacturing. A CAPA has been opened to address this issue. Therefore, the reported condition was verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.